Event description:
It was reported that; on (B)(6) 2016, es2 surgery for l2/3 burst fracture was performed. T12-l5 were fixed, l2 were skipped. After the surgery, the breakage of both side l5 screw was found. All the implant were extracted on (B)(6) 2016 because the fracture has healed. The tips of the broken screws were remained to the patient. Update: patient was fused.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: the fractured portion of the screw remains implanted and the removed portion was not returned at the time this complaint was closed. Upon manufacturing history review, no relevant issues found. Conclusion: due to the absence of device for evaluation and lack of sufficient information, the root cause of this event cannot be determined conclusively, and it therefore multifactorial.

Event description:
It was reported that; on (B)(6) 2016, es2 surgery for l2/3 burst fracture was performed. T12-l5 were fixed, l2 were skipped. After the surgery, the breakage of both side l5 screw was found. All the implant were extracted on (B)(6) 2016 because the fracture has healed. The tips of the broken screws were remained to the patient. Update: patient was fused.